Event description:
The pt was implanted with a gamma 3 nail on (B) (6) 2009. Four month after the operation, the pt complained of pain and found on x rays fracture of the nail at the hole of lag screw. At this time, the greater trochanter was unstable and around the greater trochanter was nonunion. On (B) (6) 2010 nail was replaced with long gamma 3 nail.